Event description:
It was reported region of interest (roi) measurements of pixel values are intermittently displayed incorrectly, possibly leading to misdiagnosis. During investigation of this issue, it was discovered during image navigation to the next/previous image or using manual cine or drag and drop image features, if the image is in view and the user is doing a navigation with the image still in view on the display, then the roi measurements may still point to the old image location, resulting in incorrect values. In certain cases, the roi tools may not present accurate data statistics (minimum, maximum, area, mean standard deviation). In these cases, the data statistics presented are actually data from a different image than the one being reviewed. There were no reports resulting in misdiagnosis.